Event description:
It was reported that a malfunction of an implantable pulse generator (ipg) may have resulted in the patient's death. No additional details were provided.

Manufacturer narrative:
No patient identifying information or device model/serial number was provided. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The date of death is unknown; the date provided is an estimate. (B)(4).